Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates one of the patient's leads had high impedance, and the second lead migrated. Surgical intervention was undertaken wherein both leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch:000115455.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter their device into MRI mode due to lead migration. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is at fault.